Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
It was reported the patient's model 3225 lead has migrated out of the epidural space. Subsequently, the patient will undergo surgical intervention as the next course of action

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Follow-up information revealed, the patient underwent surgical intervention where the patient's model 3225 lead was explanted and replaced with 2 model 3166 leads. The patient reported effective stimulation coverage postoperative.